Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized for unspecified reasons. The patient initially reported this when calling technical service for an unrelated issue with their liberty select cycler. The patient reported they were just discharged from the hospital where they were using continuous ambulatory pd (capd). There was no allegation that the hospitalization was related to the use of a fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, a response was not received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized for unspecified reasons. The patient initially reported this when calling technical service for an unrelated issue with their liberty select cycler. The patient reported they were just discharged from the hospital where they were using continuous ambulatory pd (capd). There was no allegation that the hospitalization was related to the use of a fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the patient¿s admitting diagnosis is unknown; however, there is no documentation to show that the liberty select cycler or other fresenius product(s) were related to the patient¿s hospitalization. Additionally, there is no allegation of a device malfunction or deficiency reported for this hospital event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized for unspecified reasons. The patient initially reported this when calling technical service for an unrelated issue with their liberty select cycler. The patient reported they were just discharged from the hospital where they were using continuous ambulatory pd (capd). There was no allegation that the hospitalization was related to the use of a fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, a response was not received.